Manufacturer narrative:
(B)(4). Device evaluated by manufacturer ¿the product returned has a kink in the device approximately 13mm from the distal tip in the neutral position. The kink is between r1 and r2. Ring 1 seal is compromised. Body fluid is present on the seal of the tip. There is a scratch on the tip. The catheter was placed on the curve template and the device passed the right curve test; the tip reached the shaded area of the template. However, the device has a kink at the distal section at approximately 13mm from the tip. The device did not pass the left curve test; the tip does not curve to the left. X-rays revealed that the center support is bent between ring 1 and ring 2 and that one of the steering wires is not attached. There was one area under the strain relief in which evidence of collapsed guide coil was noted. The distal section was dissected. No body fluid was noted in the interior of the sheath. The kevlar wrap is displaced and the center support is bent. One of the steering wires is detached; there is evidence of solder on both the center support and the detached steering wire. The detached steering wire had retracted under the kevlar wrap. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product.(B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2017. It was reported that the catheter steering mechanism broke. Right atrial fibrillation ablation was attempted using a intellatip mifi¿ xp temperature ablation catheter. During ablation the catheter steering mechanism broke, so it was replaced with a new device and the procedure was completed. No patient complications were reported. However; returned device analysis revealed the seal of all ring 1 is compromised.